Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75x32mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When it was removed from the patient's body, the tip of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported.